Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set disconnected from a patient's titanium adapter. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced on the following day; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.